Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the patient experienced an episode of severe hypoglycemia. No blood glucose measurements were reported. The distributor stated the patient had to be revived by firemen and was subsequently hospitalized for severe hypoglycemia. The distributor stated the patient claimed to have consequences from this episode of severe hypoglycemia, the details of which were not provided. Details of the patient's hospitalization, treatment and release were also not provided. The distributor reported that the patient claimed this episode of severe hypoglycemia occurred because the insulin pump had infused him with more insulin than was programmed without the additional delivery being recorded in the pump history. The patient claimed no modifications of the basal rate, bolus doses, food intake or activity. Animas customer technical support has made several attempts to contact the health care company in follow up of this allegation, but has not yet received information back as requested. This complaint is being reported because the alleged issue remained unresolved.